Event description:
It was reported an issue with monosyn suture. The client (veterinay user) reported that with the pack of monosyn 2/0 currently in use, it has happened 3 times now that the thread was not attached to the needle.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch, regarding the same issue, one closed as not confirmed and the other as confirmed after analysis. We manufactured and distributed in the market 5,976 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture showing an open sample with the needle detached from the thread, and the thread is still wound on the pack. However, considering the defective sample of the picture received and that there are previous complaints regarding the same issue, we consider that this complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences regarding this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples are received for analysis, only a picture showing an open sample has been received. Final conclusion: taking into account the defective sample of the picture received and that there are previous complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.